Event description:
It was reported to boston scientific corporation that a gold probe needle was used in the duodenum during a gastroscopy procedure performed on may 30, 2023. During the procedure, it was reported that upon withdrawing the device, the physician noticed a small piece came off the distal end of the device and was left in the patient. The physician was not concerned about the detached piece inside the patient and no retrieval was attempted. The procedure was successfully ended. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of distal tip detached.